Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the hcp had a challenging thyroid case (large, sticky, substernal goiter with grave¿s dz) where the nerve monitor and the nerve monitoring tube acted funny the whole case and was unusable. The hcp figured it was a tube positioning issue. It mirrors what he saw during the case. One lead wouldn¿t reliably pick up and the other was excessively noisy. The hcp was able to confirm the nerve integrity of the recurrent laryngeal nerve. The nerve looks okay. There was an estimated delay of 30 minutes to 1 hour. Actually, ended up aborting the case due to it being a difficult case and the nerve monitoring device being unreliable. There was no patient injury.